Manufacturer narrative:
A product investigation is in progress.

Event description:
Consumer reported via email that the tampon cord was defective and only held to a string. No injury was reported.

Event description:
Consumer reported via email that the tampon cord was defective and only held to a string. No injury was reported.

Manufacturer narrative:
25-may-2021 product investigation results: probable manufacturing cause.